Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) preliminary analysis revealed no output condition when programmed ddd bipolar pacing. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that the impedance was high (greater than 9999 ohms) and the device could not be interrogated while the patient was lying down. The device was removed and returned. No patient complications have been reported as a result of this event.